Manufacturer narrative:
Complaint no: (B)(4). This is a report of a system error 2240 which occurred as a result of a use error, unintentional disconnection of the patient line by pulling on the lines. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it provides step-by-step instructions for properly connecting the patient line to the transfer set. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error (se) 2240 (air in line/set) alarm occurred while using the homechoice (hc) during drain 3 of 4. The technical service representative (tsr) assisted the home patient (hp) with clearing the error and explained the meaning of the alarm to the caregiver (cg). The cg stated the hp's patient line disconnected while the hp was sleeping. The cg stated that while the hp was sleeping, a non-baxter clip on their belt broke and poked the hp. In reaction to the poke, the hp pulled on the patient line, which caused it to become disconnected from the transfer set. The hp later reconnected to the setup. The cg stated the hp would complete therapy with manual supplies. The hp presented no symptoms, but was placed on prophylactic antibiotics as a precaution. There was no patient injury or medical intervention associated with this event. No additional information is available.